Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. All conductors appeared distorted, and the outer insulation exhibited cosmetic environmental stress cracking (esc). Blood was found in/on the helix/lobe mechanism, and there was apparent explant damage. (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood was found in/on the helix/lobe mechanism, and the outer insulation exhibited esc.

Event description:
It was reported that the lead alert triggered for high impedances on both the right atrial and right ventricular leads. It was determined that both leads had dislodged. The leads were both explanted and replaced. No patient complications have been reported as a result of this event.